Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed an episode of unspecified ventricular oversensing during a recorded arrhythmia episode. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable throughout the event.